Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, stenosis in the lesion occurred. The unk target lesion being treated was located in the mid left anterior descending (lad). The lesion was predilated resulting in a 25% residual stenosis. The physician implanted two 2.50x24mm taxus express2 stents in the mid lad. An unspecified time post index procedure, stenosis occurred in the mid lad. A percutaneous coronary intervention (pci) was performed with an unk balloon but details are unk. The pt was hospitalized. Additional info has been requested, but not received.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.